Manufacturer narrative:
Weight: unk, ethinicity: unk, race: unk, PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.50 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the lens was stuck in the cartridge and tore during delivery into the eye. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was due to user error.